Manufacturer narrative:
All available information was investigated and the reported clip open during efaa was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip open during efaa. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation (mr), bi-leaflet tethering, prominent chords in grasping zone, dilated left atrium and ventricle for a mitraclip procedure. During pre-deployment establishing final arm angle (efaa), the clip could not hold the lock and continuously opened to approximately 50-60 degrees when the clip was at approximately 15-20 degrees. Troubleshooting was performed unsuccessfully. The clip was removed. The procedure was discontinued without implanting a clip. The final mr was grade 1. There were no adverse patient effects or clinically significant delay reported.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.